Event description:
The following event was described in the customers complaint notification form: "when the guide wire get through the lesion site (distal part of knee anterior tibial artery), the tip of the guide wire fractured and remained in the pt's blood vessel. So we terminated the operation and did some conservative treatments." The lesion is described as severe in the report and the event occurred during an attempt to cross the lesion. The fractured part remains in the pt's blood vessel, however, the report stated that there was no pt injury or complication and that there was no additional intervention. The pt was discharged home. The product is not available for investigation. The lot number for the guidewire involved in the incident is unk. This was verified orally by the customer with their contact in (B)(6).

Manufacturer narrative:
No conclusion could be drawn. The guidewire involved in the incident were not returned therefore, an exam of the guidewire was not possible and no conclusion can be drawn as to why the fracture occurred. Limited info is provided regards to the clinical conditions at the time. The lot number remains to be unk and therefore, mfg records cannot be reviewed. Consideration of these issues contributes to the difficulty in identifying the source of the complaint.